Event description:
Patient is male in his 50s, with infection (details unknown). A pacemaker was implanted in the right atrium via the left thoracic subclavian vein and a pacemaker with defibrillator in the right ventricle. A liberator locking stylet was used for both leads, and a 14fr laser sheath was used for dissection. An interlead adhesion with the right ventricular lead was observed near the tip of the right atrial lead, and the same laser sheath was used to detach the right atrial and right ventricular leads alternately. During dissection of the right atrial lead, pericardial effusion and hypotension were observed, and drainage and immediate opening of the chest were performed. When the thoracotomy was performed, damage to the svc was found in two locations. Cardiac function stabilized after the thoracotomy. Adverse events will be evaluated in the future.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.